Event description:
The customer reported that they received a discrepant high ctni (troponin) result compared to repeat testing of the same sample and a new sample on the same instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested further information and instrument files for further investigation. The customer is currently operational. The cause of this event is unknown.

Manufacturer narrative:
The root cause was unable to be determined for the discrepant ctni results generated on stratus cs sn (B)(6) on the days of escalated events. The log file was provided, however did not contain data-points from the escalated events. A review of internal performance data for test pak lot 232087002 showed that the testpak lot is working as expected. The cause of this event is unknown.